Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/03/2014 with the following findings: a review of the pump histories showed that call service alarms were recorded. Visual inspection revealed that the battery compartment was cracked. During testing, the pump emitted a call service alarm. The pump case was removed and moisture damage was found on the printed circuit board. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was punctured.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (communication) issue. The reporter alleged that the pump was emitting multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.